Event description:
It was reported that the lead was explanted and replaced due to oversensing. Lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 31.8-33.0cm from the connector pin, consistent with clavicle crush damage. The etfe coating was abraded at this location, consistent with the field observation of oversensing.